Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. Corrected data d4: UDI#. A manufacturing record evaluation was performed for the finished device lot number 22362, and no non-conformances related to the malfunction were identified.

Event description:
It was reported that a linx device has been found discontinuous. Unknown as to how the discontinuous device was discovered. Device is currently still implanted. Patient would like to have the device removed and a new one placed.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2024 b3: only event year known: 2024 lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent; 7/25/2024. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer: I don¿t have any additional information.